Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation with grade 4. While advancing a steerable guide catheter (sgc), a thrombus was observed in the right atrium (ra) and was connected the wire. The guide and wire were safely removed from the patient. The thrombus was no longer visible. It was noted that the act was 233 seconds. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: code 4614 removed.

Event description:
Subsequent to the initially filed report, additional information was received stating additional medication was administered due to the thrombus. The thrombus was then successfully aspirated. No additional information was provided.